Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va09e64, product type: lead. Product ID: 3889-28, lot# va0 9e64, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The health care provider reported that the patient had an implantable neurostimulator (ins) implanted for idiopathic atonic bladder and urinary retention (B)(6) 2013. The patient's retention resolved, but they later developed chronic pain at the generator site. For the past 6 months, the patient had shooting pains down the back of the left leg on the side with the lead, even when the device was turned off. An x-ray confirmed good lead position, without change, and function of the device was unreliable at times. The patient needed catheter drainage to empty the bladder and multiple attempts by the manufacturer representative to correct these problems by reprogramming the device were unsuccessful. The device was removed in its entirety by the hcp on (B)(6) 2015. Removal of the tined lead was extremely difficult. The patient's pain was markedly improved since explantation and it was too soon to know if it would resolve completely. The event abated after used stopped. The patient programmer was returned to the manufacturer on (B)(6) 2015.